Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic sleeve procedure, one staple remained in the reload on the patient side, outer row, in the middle of the reload. The surgeon continued on, however; he is concerned that there are only two rows of staples at that point. Gore seamguard buttressing was being used. There were no patient consequences reported. The cartridge was discarded.